Manufacturer narrative:
Continuation of d10: product ID: b31000, lot# 082t01224, product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure, there were challenges with the v-clip staying inserted and secure. The clip was not sitting securely in the bhd ring, even after testing on the sterile field after removal from the patient. Additional procedural difficulties included obstruction from a skin flap hangover, which made clip placement more challenging, and possible inadequate cleaning of the burr hole from bone fragments. The procedure was performed in an MRI suite. Lead placement was initially too inferior and not at the intended target. Troubleshooting steps included reviewing the workflow, discussing the issues for future cases, and suggesting adjustments to the v clip orientation to avoid interference from skin or bone fragments. Interventions included opening a new bhd device and measuring and repositioning the lead more superiorly to the target. The issue was resolved, and the patient's outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.